Manufacturer narrative:
No investigation possible to date of initial report, as no information available regarding reference and lot# of device. Attempts have been made to get more information. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision on a two level case for unknown reason, at level c4-c5 and level c5-c6. Additional information received on (B)(4) 2018 from (B)(4) (distributor) : the revision surgeon is not a mobi trained surgeon, and there was not any information available about the original surgery. I have tried the revision surgeon¿s office several times to attempt to get this information with no success. The original mobi surgeon was a neuro out of (B)(6).

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The information about reference and lot number of the concerned products were received. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The analized performed by the eternal laboratory on the returned products shows: the articulating surfaces of the polyethylene inserts showed machining marks, multidirectional scratching, and burnishing consistent with minimal wear. One of the polyethylene insert showed deformation, which was confirmed by dimensional measurements. There was no evidence of impingement of either device. The analysis are consistent with a short implantation time. From information provided, based on the product history records, the analysis of the product, the x-rays provided, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is an user error. From the scans provided, is possible to notice an instability and an hypermobility of the devices, that is not normal for a short implantation time. It is assessed that in the first surgery, the prothesis were not well placed and this affected the stability of the prosthesis. The investigation found no evidence to indicate a device issue. Root cause: user error - device was used without following instructions. Products analyzed by external laboratory.

Event description:
Mobi-c p&f us : revision on a two level case for unknown reason, at level c4-c5 and level c5-c6. Additional information received on jan. 05th 2018 from (B)(4): the revision surgeon is not a mobi trained surgeon, and there was not any information available about the original surgery. I have tried the revision surgeon¿s office several times to attempt to get this information with no success. The original mobi surgeon was a neuro out of (B)(6).